Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited impedance anomaly. The atrial lead was capped and replaced on (B)(6) 2024. The condition of the patient is unknown.